Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the patient's posterior capsule ruptured and the iol had to be removed. Additional information was provided by the surgeon, who indicated that there was no product defect that caused the capsular tear. A limited anterior vitrectomy was performed. The procedure was completed with another iol. The patient's issues have resolved. The prognosis is good.